Event description:
It was reported that the device could not be interrogated with two different programmers.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device would not communicate as received. The loss of communication was due to a low battery voltage. Testing on the bench and automated electrical testing with a replace- ment battery found the device to be normal. No high current was observed with temperature cycle testing. The original battery was sent to the vendor for further testing. No anomaly was found. The root cause of the battery depletion could not be determined.